Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and one month of post deployment, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed several of the filter struts are protruding outside the lumen of the inferior vena cava and there was also moderate filter tilts. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eight years post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.